Event description:
It was reported, the electrical cord emitted a spark.

Manufacturer narrative:
It was reported, the electrical cord emitted a spark. Examination of the unit revealed a break in the cord at the entrance to the strain relief area near the switch. The break could possibly expose bare wires when the cord is bent. The failure may be a result of misuse or failure to follow instructions on the part of the consumer by subjecting the cord to excessive bending. The pad was very bent and abused. Although, users are instructed not to bend the cord near the switch, we are taking appropriate action to make the design more robust by initiating a CAPA project (B)(4) to prevent this failure from recurring.